Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The patient's health care professional (hcp) reviewed the logbook episodes with boston scientific technical services (ts). The patient has history of atrial arrhythmias. The hcp believed the syncopal event was orthostatic in nature. Ts could not see episodes from the day the patient reported the syncope occurred as it was several days prior. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information indicates that the cause of the syncope was not conclusively determined. There were no programming changes made. There have been no additional adverse patient effects. The system remains in service.